Event description:
A negative advia centaur total thcg result was obtained on a pt sample. The result was within the customer's range to rerun sample so the sample was rerun and a positive result was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false negative thcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the acid pump was not pumping in the diagnostics mode. The fse replaced the acid pump, however, the fse does not know if the acid pump was the cause for the discrepant result. The instrument is performing within specifications. No further evaluation of the device is required.